Event description:
Event description taken from customers email: the patient was a (B)(6) woman undergoing a caesarean section for placenta previa on (B)(6) 2013. A bakri balloon was used prophylactically to reduce pph. It was inserted through the uterine incision and pulled through from below. On the (B)(6) she reported having found a plastic object in her pants after 3 days of low abdominal pain. The object she has shown us is a 2-way tap identical to that supplied with the bakri balloon. Our investigation has left us unable to explain why she has the tap in her possession, however we do not believe it was left inside her." The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation. Product will not be returned.